Event description:
Centrifuge in operation for approximately 1 minute at 3,500 revolutions per minute when there was a loud noise and the lid opened. Tubes of blood were ejected on the floor, countertop and walls of the laboratory. The operator heard the percussion and had a drop of blood on laboratory coat. Operator's supervisor examined operator and there was no blood or cuts to head or face.